Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that both this pt's leads exhibited loss of capture and sensing. A repositioning procedure was done, and it was noted that neither lead helix was extended. The helix was extended and the leads remain implanted. At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.